Event description:
Received information stating customer received an inaccurate fill estimate. Per customer, blood glucose level was 270 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.